Event description:
I was remote intraoperatively monitoring the pt for a left carotid endarterectomy, with eeg and (B)(6), via a medtronic eclipse 32 channel monitoring device. In the course of monitoring, the eeg traces were seen to intermittently flatten. Despite interventions with the anesthesia staff, these patterns indicative of either high anesthesia or low blood flow (cerebral ischemia) persisted and just at the moment of cross-clamping to perform the procedure. I recommended that a shunt be placed. The surgeon performed the shunt placement, but there was no improvement in the flattened eeg. As it turned out, the flattening was erroneous info produced by the software. The software is flawed (medtronic has acknowledged this through their staff). When data is transmitted out of the operating room via a slower broadband connection, the data lag causes the software to shut down the eeg display for some reason. This produces an erroneous display that can cause, as in this case, a recommendation to be made for shunting when it is not necessary. Thus the pt in this case was unnecessarily subjected to a shunt with its many complications.